Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of uneven discharging and cable damage was confirmed. A review of the log files spanned approximately 5 days (25mar2021¿31mar2021 per timestamp). Fully charged batteries are expected to last 10-12 hours, but the rsoc voltage was not dropping on the batteries connected to the black power cable even after a few hours of usage. This did not activate any alarms, but it did indicate uneven discharging. There were no other notable alarms in the log file. The heartmate3 system controller (serial (B)(6)) was functionally tested and found to operate as intended during analysis. No atypical alarms were produced during testing. The controller was able to support pump function for an extended period of time. When connected to battery-power only, a disproportionate discharge rate was noted on the black power cable compared to the white cable. The controller was then swapped with functional power cables and the voltage on both cables remained consistent, and thus no indication of battery discharge rate imbalance was noted. The white and black power cables were noted to be twisted and were found have a small cut in the cable jacket. The cable jacket for both power cables were sliced open, but no visible damage was observed to the internal wires. A root cause for the reported event has been determined to be damage to the black power cable. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate3 instructions for use section 8, ¿equipment storage and care¿ and heartmate3 patient handbook section 6, ¿caring for the equipment¿ explain how to properly care for the system controller, including proper care of power cables. The heartmate3 patient handbook instructs users to not twist, kink, or otherwise bend their system controller¿s power cords in a way that may damage them. The heartmate3 patient handbook section 10, ¿safety checklists¿ instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
It was reported that the batteries were discharging unevenly while powering the lvad. During inspection at the hospital there was abrasion of the outer insulation of the system controller power cables detected. The connectors were clean and the batteries were clean. The patient was put on a new back-up controller.

Event description:
It was reported that the batteries were discharging unevenly while powering the left ventricular assist device (lvad) heartmate 3. During inspection at the hospital there was abrasion of the outer insulation of the system controller power cables detected. The connectors were clean and the batteries were clean. The patient was put on a new back-up controller.